Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery alarms. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test.